Manufacturer narrative:
Initial and final MDR (B)(4) .

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion sets cannula kinked events on (B)(6) 2024, after 3 hours insertion. Insertion site was abdomen and arm. High blood glucose level was treated with correction injection via multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.